Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned to the complaint investigation site in two pieces and the break was identified at the midshaft bond. A visual and microscopic examination found that the outer and hypotube were both kinked at various positions along their length. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in severely calcified and severely tortuous right coronary artery (rca). A non-bsc catheter balloon was used to predilate the lesion. A 3.50x38mm promus element plus stent was selected to treat the lesion. As the stent was passed in the vessel, it was noted that the stent strut got deformed. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in severely calcified and severely tortuous right coronary artery (rca). A non-bsc catheter balloon was used to predilate the lesion. A 3.50x38mm promus element plus stent was selected to treat the lesion. As the stent was passed in the vessel, it was noted that the stent strut got deformed. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.